Event description:
Pfs and medical records received. General litigation alleges pain, swelling, inflammation, infection, damage to surrounding tissue/bone, and trouble walking. After review of the medical records the patient was revised a second time on (B)(6) 2014 for infection and all implants were removed and prostalac was placed. A loose femoral component was also noted. A fractured stem was also noted (unknown date). This fracture was labeled. A depuy stem and femoral head are being reported as litigation alleged infection. All other products removed were competitor products. No intra-operative complications were noted.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. It was reported the depuy femoral devices were used in conjunction with a competitor acetabular system. This use of depuy devices is not recommended and is considered off label use. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.